Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection showed wire insulation damage on both sides. The reported condition was not confirmed. The investigation found that the jaws opened and closed normally using the handle. The knife extended and retracted smoothly using the trigger. The device was recognized when plugged into the generator. The device was activated multiple times on a saline soaked towel with acceptable results and visual seal effects were observed. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard each time. As an additional finding, the wire insulation showed scraping damage, which is trocar-related, caused by user error. The investigation found the device to function normally and within specifications, but failed visual inspection due to user error (trocar-related damage). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's jaws was difficult to open. The patient outcome was unknown.

Manufacturer narrative:
The incident sample was requested but the customer has indicated that the device is not available for return. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that prior to use on a patient, the jaws of the device were difficult to open.